Manufacturer narrative:
The directions for use contain a precaution which states that, "the procedure should be performed with care, using the capio device provided with the kit, to avoid puncture or laceration of any vessels, nerves, bladder, urethra or bowel." The probable root cause for this event was determined to be user/use error.

Manufacturer narrative:
There is no available patient code for catheterization.the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that immediately following an implantation of a pinnacle anterior/apical pfr mesh assembly for an anterior and posterior pelvic floor repair procedure, the patient was catheterized and the bladder was retrofilled with baby formula to search for perforations of the bladder but no perforations were noted. A cystoscopy was performed and a bladder perforation was discovered. It was unknown if the perforation occurred during dissection or during implantation of the mesh assembly. The pinnacle anterior mesh assembly was removed from the patient and a standard anterior plication was performed to correct the anterior defect. The mesh assembly that was removed from the patient was then modified; both of the sacrospinous legs were removed, and the mesh body was reduced in size. The modified mesh was used to perform a posterior repair procedure which was completed successfully. The patient was catheterized for five days following the procedure; the patient is now reportedly "fine."

Event description:
It was reported to boston scientific corporation that immediately following an implantation of a pinnacle anterior/apical pfr mesh assembly for an anterior and posterior pelvic floor repair procedure, the patient was catheterized and the bladder was retrofilled with baby formula to search for perforations of the bladder, but no perforations were noted. A cystoscopy was performed and a bladder perforation was discovered. It was unknown if the perforation occurred during dissection or during implantation of the mesh assembly. The pinnacle anterior mesh assembly was removed from the patient and a standard anterior plication was performed to correct the anterior defect. The mesh assembly that was removed from the patient was then modified; both of the sacrospinous legs were removed, and the mesh body was reduced in size. The modified mesh was used to perform a posterior repair procedure which was completed successfully. The patient was catheterized for five days following the procedure; the patient is now reportedly "fine."